Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. Therefore, unable to test for reported harm due to critical pump error.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 41 mg/dl and that the blood glucose sensor would not connect to their insulin pump. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 145 mg/dl at the time of the call. The customer reported that they were on steroids at the time of the incident. The insulin pump was not in auto mode at the time of the incident. Troubleshooting was performed and resolved the issue. The insulin pump will not be returned for analysis.